Event description:
"Out of box" failure of cooling mattress. A water leak was discovered upon setting up for the admission of a critical infant from an outside hospital. The connector was found to be leaking near the end of the hose. Mattress was taken out of use and replaced by new one without incidence.